Event description:
Client was driving his power wheelchair down a ramp and the wheelchair tipped forward allowing client to fall out. Client reported a broken leg from the fall. Client did not choose the option of anti-tippers on the wheelchair when ordered. MFR provided anti-tippers to be added to the wheelchair. The wheelchair is operating normally and no malfunction with the wheelchair resulted in the adverse event.